Event description:
It was reported that during a procedure, the tip of the preface sheath remained in the patient after the sheath had been removed. Upon return of the catheter, preliminary examination revealed that the tip was not detached, howwever the body of the catheter was cracked and degraded and the inner wire braiding was exposed. The patient is reportedly feeling well and has been discharged.